Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized a month ago due to diabetes ketoacidosis and had a leaky reservoir. It was stated that the doctor did not confirm whether the leak was occurred or not from the reservoir at the time. The customer was discharged after hospitalized for couple days. No further information was provided.